Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. Indications for use included cerebral palsy and intractable spasticity. The patient's current pump was removed on (B)(6) 2015 because the pump did not work. All the medicine was still left in the pump. Patient symptoms were not reported. In (B)(6) 2014, a few days after implant, they knew something was wrong with the pump. No troubleshooting or cause of the event were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.